Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported tampon fell apart and when she removed the pieces she removed her iud. She needed to see a ER doctor to complete iud removal. Reported soreness, cramping, and irritation of vaginal tissue. Consumer was prescribed pain and anti-nausea medication.